Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Possible medical device catalog #: (B)(4). Medical device expiration date: unknown. Possible unique identifier (UDI) #: (B)(4). Device manufacture date: unknown. Investigation summary: one sample and four photos were returned to our quality team for investigation. Upon visual inspection, the plunger was observed broken on the nerves. As the lot involved in this incident is unknown, a device history review could not be performed. The areas where pieces run in manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, based on the investigation the root cause was determined to likely be damage caused by the piece hitting or jamming within the manufacturing equipment. A project was initiated to further investigate this issue. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Investigation conclusion: it has been received 1 used sample of 50ll without blister and 4 pictures for investigation. Upon visual inspection of the sample and pictures received, it can be observed plunger is broken by the nerves. DHR cannot be reviewed since lot number is unknown. The areas where pieces run in manufacturing area are protected to avoid damage on product. According to inspection plan procedure, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The incident is reported to manufacturing area staff. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: damage or hit on plunger during manufacturing process or against any manufacturing equipment. Rationale: corrective action c-526-19 has been opened to investigate the root cause of damaged product in this product and reduce the occurrence of this defect.

Event description:
It was reported that while in pump the syringe broke during use with an unspecified bd plastipak¿ 50 luer lock syringe with a concentric tip. The following information was provided by the initial reporter: basically a case where a bd plastipak 50/60 syringe snapped while being used in a bbraun syringe pump. The pump has been tested and found to be functioning without problem. No patient harm occurred as a result.